Manufacturer narrative:
Sc-2352-70 sn: (B)(6). The returned lead was analyzed and revealed that the distal contacts 7 and 8 are deformed and flattened. With all the available information, boston scientific concludes the reported event was not confirmed. The damage to the lead is a result of a typical procedure and is not considered a failure. The reported event is a known risk associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, the probable cause is considered a known inherent risk of the device.

Event description:
It was reported that the patient spinal cord stimulation (scs) lead had migrated all the way down to the implantable pulse generator (ipg). The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the leads with model sc-2352-70 and serial number (B)(6) reflected as explanted in the initial MDR is still implanted in the patients body.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about two weeks postoperative based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial/batch: (B)(6).

Event description:
It was reported that the patient spinal cord stimulation (scs) lead had migrated all the way down to the implantable pulse generator (ipg). The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient spinal cord stimulation (scs) lead had migrated all the way down to the implantable pulse generator (ipg). The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the lead with model sc-2352-70 and serial number (B)(6) reflected as explanted in the initial MDR is still implanted in the patients body.